Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a message observed for short interval counts (sic). There were no problems noted with sensing or noise after checking isometrics. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.